Event description:
It was reported that when the reported when making changes in flex programming the basal rate had changed and the daily dose remained constant. After updating the pump, it was then noticed that the basal rate was incorrect. The reporter tried to change the basal rate but then lost all of the previous flex steps. It was felt that if one accidentally changed from flex to simple continuous and go back to flex that it should not delete the flex programming or at least have a reminder if one was doing that. It was recommended this be incorporated to the new physician programmer as it was very difficult to have to program all the steps back in. This device system delivered lioresal.

Manufacturer narrative:
Concomitant product: product ID 8840, product type programmer, physician. (B)(4).